Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon tried to use the t-handle to attach to the corkscrew to remove the femoral head and found that the t-handle would not attach to the corkscrew. We had another t-handle in the room so there was no delay. After the case, I examined the t-handle and found that it will not attach to anything and the release does not go down from the position it is in.

Manufacturer narrative:
Additional narrative: a functional test with a mating instrument found the complaint unconfirmed; the instrument assembled and disassembled as intended. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.